Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive with no delivery issues noted. It was reported that there was no damage to the keypad and there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Pump casing was opened and no evidence of moisture intrusion or loose components was found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.